Event description:
It was reported the insulin pump kept alarmed button error. Customer's blood glucose was 2.7mmol/l, treated with food. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.